Event description:
It was reported that after an uneventful device preparation, the 2.5x18mm xience v stent delivery system was loaded on the guide wire and advanced through the tuohy-borst valve to the lesion. Reportedly, there was no resistance with advancement; however, upon exiting the guide catheter, it was noted that the stent was not on the balloon. Everything was checked and the stent was found dislodged on the guide wire by the tuohy-borst valve. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was returned dislodged from the balloon, thus confirming dislodgement. However, there were crimp marks visible between the markers of the tightly folded balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. The stent implant outer diameters could not be measured because the stent implant was stretched and smashed. The inner member was pinched/collapsed and there were multiple bends in the shaft. There was no report of any damages noted to the stent delivery system or stent implant during inspection prior to use. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.